Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that the coil did not advance in the distal portion of the microcatheter and the coil became stretched in the aneurysm. During removal of the microcatheter, the proximal end of the coil followed the microcatheter to the femoral artery, so the guiding catheter and microcatheter were removed. The proximal end of the coil followed the microcatheter out of the patient, and the proximal end of the coil subcutaneously sutured in the patient. The distal segment of the coil remains implanted in the aneurysm. There was no reported patient injury. The patient was reported to be fine.

Manufacturer narrative:
The pusher was returned for analysis. The pusher was noted to be compressed at the distal portion. The monofilament was not present at the distal portion of the heater coil. Based upon the investigation findings and available information, the reported complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.